Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the display of the s5 double head pump did not function properly during priming. The pump was switched out for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The touch screen was replaced and the nvmem was cleared. Subsequent testing did not identify further issues and the device was returned to service. The replaced device was scrapped. The service representative stated that the replaced touch screen did not have any visible damage. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the part was scrapped, a root cause could not be determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the display of the s5 double head pump did not function properly during priming. The pump was switched out for the procedure. There was no patient involvement.